Event description:
It was reported that the twist clamp of the minicap transfer set could not be closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and damaged notches to both sides of the main body causing the twist clamp to not fully lock in closed position. Leak testing was performed and no leak was observed. The reported condition was verified. The cause of the damage was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.